Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an issue with the pump¿s bolus history. The reporter stated that the bolus totals in the history did not match the recorded bolus deliveries. The reporter noted that the patient had a blood glucose of 400 mg/dl with no symptoms. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because the alleged issue may cause the patient to be unaware of how much insulin has been delivered.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: a review of the black box showed no history recording defects. The bolus history and bolus total daily dose added up correctly, and no history recording defects were verified or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.